Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion. A review of the event history log found downstream occlusion alarms on the final days of customer use; however, it cannot be determined if the alarms are true or false. The downstream tubing guide depth was found out of specification. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.